Event description:
It was reported that the patient experienced persistent hyperglycemia with blood glucose values ranging from the mid-100s to mid-300s and small to moderate ketones after a recent site change, while also using subcutaneous insulin by pen; no alerts or alarms were reported and no third-party medical assistance was sought. Symptoms included hyperglycemia with ketones, without dehydration or other adverse effects. Outcomes included troubleshooting and education, including changing the infusion site and all pump supplies, reinforcing ketone action planning, monitoring after supply changes, and meal announcements, with the patient continuing on ilet to allow adaptation. Investigation included customer education, review of use factors, and device troubleshooting through guided supply replacement. Investigation of this case revealed no specific device or component malfunction identified at the time of support, and the cause of the hyperglycemia remained unclear despite supply changes and continued elevated readings since the prior site change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.